Event description:
The account alleged that when the nurse went to use the intellidrive, she pushed the handles forward to move the bed forward, but the bed moved backwards instead. No injury reported.

Manufacturer narrative:
The account replaced the push handles for the intellidrive to resolve the issue.